Manufacturer narrative:
One (1) used sample item #d1000 was returned for evaluation. As received the sample presented blood residual inside the seal, there was not visible occlusion observed in the fluid path after testing the sample. Sample failed high pressure test. Once sample was dissembled damage was found below the top surface on the seal. The complaint of leaks can be confirmed. The probable cause was due to a puncture through the side wall which resulted in a leak during use. The puncture is typical of access with a sharp instrument such as a needle during use. The dfu df-3844 states: do not use needles or caps on tego. Additional information: d9: device received by manufacturer on 23-mar-2023.

Event description:
The incident involved a tego connector with unknown list number. The customer stated that the tego was leaking. They mentioned that the tego was replaced on (B)(6) 2023, and the incident happened after connecting dialysis. This was the third time that the tego was connected to line set dialysis device, and three treatments took place with the tego in question before the problem occurred. The tego was removed on (B)(6) 2023. The patient lost blood, but it is not possible to specify how much blood was lost. Patient reported no symptoms, and the patient did not require additional treatments or blood transfusion due to blood loss. There was patient involvement and no patient harm reported. The customer later reported that the septum in the tego seems a bit displaced when asked about any visible damage or issues with the affected product and added that there was no delay in critical therapy.

Manufacturer narrative:
The device has been requested for evaluation, but it has not yet been received.